Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
On day 4 of a basic evaluation, which trail started on (B)(6) 2017, a consumer reported being unable to provide desired settings on either side of therapy with controller. No symptoms were reported. On day 5 of the basic evaluation, additional information received from the consumer reported a lead migration. The consumer was unable to raise stimulation on right or left side past 0.1. No patient symptoms or harm were reported.

Event description:
Additional clarification determined that the lead migration was speculation and not an actual allegation made by the patient against the system.